Manufacturer narrative:
The field complaint of error message and failure to sense was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant, the implantable cardiac monitor (icm) exhibited an error message and had no sensing. The icm was not used and the physician elected to complete the procedure with a different icm. There were no patient consequences.